Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site and approx. 9mm proximal of weld site. The proximal section of j stiffener wire measures approx. 79mm and has migrated down lead body approx. 25mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm.

Event description:
The lead was explanted due to a report of suspected j retention wire fracture without protrusion through the outer polyurethane insulation. Failure analysis indicates j wire fracture.